Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to the over torqued inner coil consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
At the check following the initial implant procedure, increased pacing impedance and increased capture threshold here observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.